Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the episode involved the patient. The device was used to draw blood from a venous access. Diagnostic procedure, patient contact, dwell time a few seconds, duration of the complete procedure about 2 minutes. Venous access found with cannula or butterfly needle. Insertion of the hood or sleeve in order to insert the tubes. Positioned test tube, did not aspirate blood material, as if there was no pressure. Used other test tubes from the same package, same problem encountered. Device was used, first use. Consequence: repetion of sampling. Number of pieces involved 5. Device not available. The used tubes are not available. The package of the relevant batch being reported is present at the dsa gastroenterology pad. 23.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the episode involved the patient. The device was used to draw blood from a venous access. Diagnostic procedure, patient contact, dwell time a few seconds, duration of the complete procedure about 2 minutes. Venous access found with cannula or butterfly needle. Insertion of the hood or sleeve in order to insert the tubes. Positioned test tube, did not aspirate blood material, as if there was no pressure. Used other test tubes from the same package, same problem encountered. Device was used, first use. Consequence: repetion of sampling. Number of pieces involved (B)(4). Device not available. The used tubes are not available. The package of the relevant batch being reported is present at the dsa gastroenterology pad. 23.

Manufacturer narrative:
H.6 investigation summary: material #: 368841, lot/batch #: 2237462. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.